Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. The customer's healthcare provider (hcp) did not know the cause of death and did not know if the customer was using the pump at the time of death. A death certificate was not available at the time of report.